Manufacturer narrative:
Corrected data: manufacturer report number should have been 3006695864. Placeholder.

Event description:
The clinic reported that during a cataract extraction procedure the phacoemulsification machine froze. The clinic decided to use a manual procedure using a simco needle to complete the procedure. The procedure was completed successfully using a manual method. No patient injury reported. Patient outcome was good.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. Upon inspection of the machine, the field service engineer found cpu ( central processing unit)needed replacement. In addition, the amo technician cleaned the junction cable and connector. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.